Manufacturer narrative:
Concomitant medical products: 20 % intralipid 100 ml fresenius kabi bag, lot # 10kc3472, ndc (B)(4), exp date: 02/2018; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported register nurse an infusion of lipids was leaking a steady stream from the tubing at the point above the chamber in the channel. Upon inspection it was noted that there was a small hole in this part of the tubing. The IV pump channel and tubing were taken down and saved. The clinician stated the patient lost approximately two hours of infusion time for her lipids. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a set leaking at the pumping segment was confirmed. Visual inspection of the set received observed that the silicone segment had a tear near the upper fitment. The tear measured 0.105 inches long. Visual examination under magnification observed no crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.